Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Cartridge and infusion set were changed. A bolus and humalog quick pen were used to address bg. As the event occurred in the past, tandem technical support recommended the customer to discuss the event with a healthcare provider.